Event description:
Caller states patient tested 8.0 inr on the coaguchek s system while a comparison lab returned as 3.1 inr. No treatment information provided. No adverse event reported. Test strips had been exposed to head and cold extremes. Requested return of suspect device and replacement was sent.